Manufacturer narrative:
Investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Vasovagal incidents occur around 0.5% of procedures. The reactions generally manifest as pallor and diaphoresis. In a full blown attack, the reaction progresses from pallor and sweating to pulse slowing and blood pressure decreasing. More severe vasovagal reactions may include nausea, vomiting, and/or convulsions. A disposable complaint history search for lot 2012143130 found no other reports of patient reactions. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the vasovagal reaction during the procedure. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes include but are not limited to patient disease state and/or patient sensitivity to the procedure.

Event description:
The customer reported that a patient had a vasovagal reaction during a continuous mononuclear cell (cmnc) collection procedure. Her blood pressure dropped to 66/40. The collection was paused and the patient was given a 1 l saline bolus. The patient's blood pressure stabilized after the saline bolus and the run was completed. There were no medications or treatments administered prior to, during, or following the procedure. Per the customer, the patient is stable and collecting again. The customer declined to provide the patient identifier. The disposable set is not available for return because it was discarded by the customer.